Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced 3 implantable cardioverter-defibrillator (ICD) shocks 2-3 seconds apart and after a tree fell month their home and busted though a window in the room they were occupying. The patient was taken to the local hospital where they were given a bolus of amiodarone and then they were transferred to the emergency department (ed). Additional information was received that reported that the patient's ICD reached the end of life on (B)(6) 2021 and it was unclear if the patient received ICD shocks. On (B)(6) 2021, the patient underwent transesophageal echocardiography (tee), generator change, defibrillation threshold testing (dft), and direct current cardioversion (dccv) to pace ventricular rhythm. Tee results of mobile mass attached to the ICD lead and tricuspid valve prosthesis prompted blood culture testing with negative results. A 3-month follow-up was scheduled for reimaging. Treatment for the event included cardioversion. As of (B)(6) 2021, the patient was medically stable and ready to be discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events (cardiac arrhythmia and mobile mass attached to ICD lead) could not be conclusively be determined. The patient remains ongoing with heartmate 3 lvas, serial number (B)(6). The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, lists cardiac arrhythmia and as an adverse event as well as a potential late postimplant complication that may be associated with the use of the hm3 lvas. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.